Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch verioiq meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) at 7:30am. The patient¿s blood glucose reportedly was not tested with another device after the alleged issue occurred. The patient¿s diabetes is managed with unspecified doses of metformin, lantus, and novolog and the patient¿s home health/visiting nurse reportedly continued with the patient usual diabetes regimen after the alleged issue occurred. The patient did not develop any symptoms as a result of the alleged product issue. At the time of troubleshooting, the csr verified there was no misuse of the lfs product, the patient was not using the subject meter for the first time, the patient was using the correct test strip and the proper testing technique (per owner¿s booklet recommendation), the test strips completely drew in the patient¿s blood sample. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.